Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the physician was preparing for a procedure and observed that there was insufficient power to the console. The procedure was completed with another device, and there were no patient complications reported.

Event description:
It was reported that the physician was preparing for a procedure and observed that the fiber did not have enough power for the procedure. The fiber was broken and was not giving off enough energy at any setting. No error messages were shown and the fiber and debris shield were replaced. The procedure was completed with another device, and there were no patient complications reported.